Event description:
Initial and f/u info rec'd on (B)(6)-2010 from the (B)(6) medicines agency (B)(4) reported by a hospital physician (not the physician who administered poly-l-lactic acid) and on (B)(6)-2010 from the same reporting physician, respectively was processed together. This serious spontaneous case was forwarded by our local affiliate (B)(4). This case involves a (B)(6) female pt who rec'd three treatments of poly-l-lactic acid in 2008. The first two treatments were w/o problems and administered at the cheekbones. The third treatment was administered to the marionette lines, the cheeks and the nasolabial fold. No add'l treatment details were mentioned. Relevant medical history and concomitant medication info were not reported. After the third treatment with poly-l-lactic acid, the pt developed nodules. The pt has now, approx 1 1/2 yrs after, pronounced subcutaneous nodules on both cheeks. A blood sampling was performed on (B)(6)-2010 (infection parameters: crp (c-reactive protein, leucocytes and thrombocytes)) and the results were all normal (nos). Action taken/corrective treatment - unk. Outcome - not recovered/ not resolved. A ptc (pharmaceutical technical complaint) was initiated: local (B)(4). Physician's causality: not reported.